Manufacturer narrative:
The device was evaluated at sorc. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
The user returned the device to olympus service operation repair center (sorc) because the endoscopic image was not appeared properly due to a loose connection. Sorc inspected the device and found that the endoscopic image was not displayed due to a loose connection due to a malfunction in the locking mechanism of the video connector socket. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. As a result of the evaluation, it was confirmed that the reported event was reproduced. Olympus medical systems corp. (Omsc) surmised that user's handling led to premature deterioration of the video connector socket, because four years have passed since the video connector socket was repaired. From the repair history, osmc confirmed that the ap board, dp board, internal battery, and video connector socket were replaced on june 2, 2017. The instruction manual provides preventive measures against the reported failure mode. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.